Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort from the location of the ipg. The patient underwent an ipg pocket revision procedure and was doing well postoperatively.